Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location is unknown as lot does not match. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the surgeon was drilling, the drill bit was broken and remained in the patient. No damage or outcome reported from the hospital. The surgeon explained to the patient about the event and asked him to remove the part of drill bit when the implant is removed. There was a ten minute delay. This report is 1 of 1 for (B)(4).